Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and low intrinsic amplitudes. The clinician was notified, and further review was recommended. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and low intrinsic amplitudes. The clinician was notified, and further review was recommended. No adverse patient effects were reported.